Event description:
The customer reported that prior to use on a pt, vertical lines appeared intermittently across the unit's display. The pt was switched to another unit and therapy was initiated. No pt injury was reported.